Event description:
It was reported that, during implantation procedure, the patient's right ventricular lead exhibited high thresholds and pacing impedance. The lead was tested at three different points on the right ventricle. At the third point, the helix did not fully extend. Another lead was implanted instead. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 58.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.